Manufacturer narrative:
The MDR report is outside of the 30-day reporting requirement because the firm had difficulty submitting report using e-submitter. Due to company acquisition, email addresses where changed including previous email linked to FDA e-submitter and webtrader accounts. If information is provided in the future, a supplemental report will be issued.

Event description:
On april 17, 2024, urotronic was made aware of a patient who received bph treatment procedure on (B)(6) 2024 using the optilume bph catheter system. The patient experienced persistent hematuria and was admitted in the hospital, where he underwent continous bladder irrigation and txa adminstration. The patient underwent cystoscopic clot evacuation and cauterization for continued bleeding. The patient was discharged the next day with clear urine.